Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported the cutter had a bad cutting during a vitrectomy procedure, the condition of actuation and aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating the actual complaint was about the recognition failure of the rfid (radio frequency identification) connector of the cutter probe. The issue was resolved by the replacement of the product.